Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that an intra-operative x-ray found that the ball bearing fell into the surgical site. It is further reported that this caused a 90 minute extension of the procedure. No pt injury occurred.